Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had low blood glucose events. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons had a delayed response and the sensor glucose versus blood glucose readings does not match. Customer had a high blood glucose of 203 mg/dl and a low of 53 mg/dl. Customer stated that it may have been lower in the 30's mg/dl. No form of treatment was reported and customer declined low blood glucose troubleshooting. Customer also reported that the insulin pump was vibrating without an alarm and declined troubleshooting since the insulin pump was working right at the time of call. The insulin pump was being replaced and was expected to return for analysis.